Event description:
A customer reported a malfunction on their pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). Technical support assisted the customer in resetting the pump, as the malfunction was resolved after the reset, enabling the customer to continue using the pump. No third-party assistance was required. The customer mentioned that similar malfunctions had occurred previously, often resolved by automatic pump resets. Technical support decided to send a replacement pump. Customer will continue to use current pump; will rely on alternate method if necessary.